Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. A review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.012 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
A review of the device memory confirmed the low voltage fault was declared on (B)(6) 2013 due to three daily voltages below 30.25 volts. No other suspicious faults or resets were stored within the device memory. The voltage recored to 3.024 volts, so therapy delivery was not affected. A longevity calculation performed confirmed the device hardware was not detecting the loss of battery energy. As a result, the battery status indicators were not reflecting the depletion condition and are inaccurate. Since the device was not functioning as intended, boston scientific had recommended replacement.

Event description:
--

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific technical services (ts) stating the patient reported hearing beep tones coming from their device. Upon a device interrogation, a fault code was recorded indicating a low voltage fault had occurred. The hcp stated the patient was seen one month earlier and the device battery indicator showed 9.5 years remaining. Today, the battery indicator shows 8.5 years. The device was subsequently explanted and replaced three days later. No additional adverse patient effects were reported.